Event description:
A malfunction was reported on a customer's pump. There was no known adverse impact to the customer's blood glucose level as the customer declined to provide this information and does not use a continuous glucose monitor. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to report if the issue arises again, with an understanding of the instructions provided.